Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. After 20 minutes of use, the catheter became stuck after opening the blades. It was noted that it was used before without any problems. The device was able to be removed, and a small metal shaft was discovered sticking out of the head. The jetstream device was not taken back and the procedure was continued. There were no patient complications reported.

Manufacturer narrative:
Device evaluation by manufacturer: the returned product that was received by boston scientific consisted of a jetstream atherectomy catheter. Visual and microscopic inspection was completed. Visual examination revealed no damages. Microscopic examination revealed an unknown foreign metallic material stuck in the device. It was able to be removed. Device to device interaction test was performed and a test guidewire was able to pass through without any issues. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is an unknown metallic piece sticking out of the device that would have contributed to the guidewire entrapment.

Event description:
It was reported that guidewire entrapment occurred. A 2.4mm jetstream xc atherectomy catheter was selected for an atherectomy procedure. After 20 minutes of use, the catheter became stuck after opening the blades. It was noted that it was used before without any problems. The device was able to be removed, and a small metal shaft was discovered sticking out of the head. The jetstream device was not taken back and the procedure was continued. There were no patient complications reported.